Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was taken to the hospital via ambulance and was hospitalized on (B)(6) 2016 with blood glucose of 614 mg/dl. Customer had symptom of dry heaving, weakness, confusion, difficulty walking and nausea. Customer was hospitalized due to diabetic ketoacidosis. Customer was not wearing insulin pump for about thirty minutes to an hour prior to hospitalization. Customer did not go to the hospital but did contact healthcare professional. Customer had no symptoms of high blood glucose. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks but two small air bubbles; there were no site or insulin issues; and settings were correct. Insulin pump passed high pressure test with hemostat. Customer was still hospitalized at the time of call.